Event description:
It was reported that patient was presented in emergency room after experiencing inappropriate high voltage (hv) therapy due to picking up atrial signals by rv lead. In the ventricular fibrillation (vf) episodes, lead noise was detected. In addition, loss of capture and sensing were noted on the rv lead. The hv therapy has been disabled and the patient will be monitored. Chest x-ray and lead revision were discussed.

Event description:
New information received notes that the lead was explanted and replaced due to having issue deploying the helix. The patient was stable pre and post procedure.